Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving a low sensor scan of 105 mg/dl when compared to a result of 242 mg/dl obtained on an adc meter. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer experienced tiredness but was able to self-treat with an unspecified dose of insulin. The customer then had contact with a healthcare professional who obtained a laboratory result of 335 mg/dl and administered an IV for the diagnosis of hyperglycemia. No additional information was provided. There was no report of death or permanent injury associated with this event.